Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, a cause for the reported incomplete coaptation could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report slda and intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Flail was noted to be present but the gap was less than 10 mm and the flail width was less than 15 mm. The clip delivery system (cds) was advanced to the mitral valve and was implanted; however there was a single leaflet device attachment (slda) from the anterior leaflet. Another clip was implanted to stabilize the first clip and mr reduced to 1. There was no reported clinically significant delay in the procedure. No additional information was provided.